Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing resulting in inappropriate mode switches. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419388 implantable pacing lead implanted: 2004 (B)(6); product ID 694765 implantable tachy lead implanted: 2004 (B)(6). (B)(4).